Event description:
We have been notified of a complaint involving an introducer (material #0052-3006, lot #s9370060). At the beginning during an insertion of impella 5.5 procedure it was reported that the peel away sheath leaked/kinked during implantation. Patient stable. There were no additional devices used during the procedure. No medical intervention or procedure delay reported. Patient was presented to physician for cardiomyopathy, patient is stable. The issue was resolved by using another device of the same product. A new sheath was used and the impella was successfully placed. Device discarded. Note: this report contains a code for kink as the kink was reported in the event details; however, this type of defect is not a reportable event. We are only reporting the leak.

Manufacturer narrative:
No product was provided for analysis as product was discarded by customer. The customer stated that the peel away sheath leaked / kinked during implantation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. The instructions for use (IFU): never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action. When injecting or aspirating through the sheath, use the sideport only. Avoid subjecting the device to unusual stresses. When assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Based on the investigation, a CAPA is not required. In addition, there was no new failure mode identified, and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.